Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and may have developed paradoxical hyperplasia (pah/ph) after treatment. Additional information including device information, treated area, treatment date and possible pah location not received.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2023-01083.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2023-01120, is a duplicate of mrn 3007215625-2023-01083. Please see mrn 3007215625-2023-01083 for reportable events. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 8/16/2023.

Event description:
Previously, event of paradoxical hyperplasia (ph) was reported. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2023-01083 as the operating record related to this complaint.